Manufacturer narrative:
(B)(6). Currently, it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected motor error alarms noted during testing. The pump passed the displacement, rewind, basic occlusion, and motor tests. Unable to prime during the prime test due to a faulty force sensor. The pump had minor scratches on the lcd window, broken reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, broken belt clip slot, and missing end cap sticker.

Event description:
Customer reported the insulin pump alarmed motor error while customer was changing her infusion set. Customer did not know blood glucose level. Customer trying to deliver insulin and the device alarmed twice. Then the device will prompt her rewind sequence. Customer stated she hasn't dropped the device; she keeps it on her belt clip. The device was not exposed to an MRI. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back plan. No further information reported.